Event description:
It was reported that a spectrum pump had the direction of flow label missing. This occurred during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported symptom, missing direction of flow label was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was not determined however case shimming will be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.